Event description:
It was reported that during a cardiac ablation procedure, the afapro28 was used. During the ablation of the left upper vein and after multiple attempts and replacements, a compromised external vacuum error occurred. While troubleshooting this issue, a blood detection error was indicated in the catheter handle, and possible blood was observed inside the balloon. The umbilical coaxial was quickly disconnected, and the catheter, along with the achieve and sheath, was removed from the patient's body. The procedure was aborted. The patient was not under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: afapro28 balloon catheter, 990063-020 mapping catheter product event summary: the afapro28 balloon catheter with lot number 26568 was returned and analyzed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 30 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 (indicating that the safety system detected fluid in the catheter and stopped the injection). During inspection of the handle segment, blood was observed inside handle. Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. In conclusion, the reported issue (blood was observed inside the balloon) was confirmed through analysis. The balloon catheter return inspection due to the outer balloon proximal bond was leaking and detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.